Event description:
A customer contacted beckman coulter, inc. (Bec) to report observing a blood leak on the bottom tray in coulter lh 750 slidemaker. The instrument was also getting errors from truck vacuum sensor 3 and dispense probe sensor 12. No patient results were affected. The operator was wearing personal protective equipment (ppe) consisting of a gown, gloves, and goggles at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse dried the liquid from the rinse block spray, cleaned and aligned the dispense probe rinse block. The fse then ran the slidemaker for two hours with no errors. The fse verified repair per established procedures and results met published performance specifications. Root cause for the leak was attributed to rinse block spray resulting from misalignment of the dispense probe rinse block. Per labeling: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. To avoid injury: acknowledge and act upon instrument alarms and error messages. (B)(4).